Manufacturer narrative:
No pt info as no pt was involved in this concern. Tracking was reduced to less than 5 feet after warm up on both cameras, serial #s are (B)(4). The 2 position sensor unit (psu) failed the aak tests, along with high line separation. The 2 position sensor unit (psu) are out of calibration.

Event description:
Medtronic rep reported 2 different position sensor unit on the treon system were not tracking instruments. This event did not occur during surgery and no pt was present.